Event description:
A report was received that the patient was uncomfortable with where the battery was in his body. The patient underwent an explant procedure. There was no device malfunction suspected.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.